Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with a reading of 238 mg/dl upon waking that decreased to 158 mg/dl after follow-up, and no precipitating food intake was reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or any specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.